Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation alleges that the patient suffered extreme pain, discomfort, soreness; malaise, swelling, immobilization, acute localized damage to tissue and/or bone surrounding the acetabulum, systemic injuries and excessive levels of chromium and cobalt.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Manufacturer narrative:
Additional info catalog and lot #. Update: (B)(4) 2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient had pinnacle mom, not asr as originally reported. Doi: (B)(6) 2009 the patient was revised on (B)(6) 2012 because of pain and elevated ion levels. Records are available for further review. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges metal wear, metallosis and elevated metal ions.